Event description:
The pt was revised because of loosening/subsidence.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to retrieve the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the info provided. It was noted the product was implanted for approx four yrs prior to revision and replaced with an agility lp talar component. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.